Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. The stapler was returned with 30 staples remaining in the cover block, indicating at least 5 staples were fired by the customer. The trigger was returned not engaged. No clear evidence of use in the form of biological material was present on the device. Proper functional inspection could not be performed due to the severe misalignment of the staples. The stapler was disassembled. Die casting anomalies were discovered on the forming tool. It was observed that the saddle spring was attached to the incorrect component. It was attached to the shuttle, rather than the pusher. Several actions were taken to address this issue as part of a nonconformance, which was closed on 14-jun-2024. The returned sample was manufactured prior to these actions on 21-aug-2023. Per DHR the product visistat 35w 6/box lot # 73h2300742 was manufactured on 08/21/2023 a total of (B)(4) pieces. Lot was released on 09/04/2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The stapler was disassembled, and it was observed that the saddle spring was attached to the incorrect component. It was attached to the shuttle, rather than the pusher. Several actions were taken to address this issue as part of the nc, which was closed on 14-jun-2024. The returned sample was manufactured prior to these actions on 21-aug-2023. The reported complaint of "misfire/jam-staples not forming/closing" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. Proper functional inspection could not be performed due to the severe misalignment of the staples. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient due to staples not forming properly (staples distorted)". No patient harm or injury. The patient status is reported as "fine".